Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one onyx frontier drug eluting stent was implanted in the rca. One launcher guide catheter and one nc euphora balloon were also used during the procedure. During the procedure a dissection occurred in the rca. The dissection had a small radiolucent area within the lumen of the vessel disappearing with the passage of the contrast material. The site stated that no medtronic device was the cause of dissection. The sponsor conservatively assessed the event as possibly related to the device and procedure.

Manufacturer narrative:
Update received: a repeat oct performed following stent implantation demonstrated excellent expansion throughout the vessel and no complications. A very small proximal edge dissection was noted but it was felt to be ok to leave it alone. The patient recovered. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: annex d code added. Correction: during the index procedure three nc euphora balloons were used during the index procedure, not one as previously reported. The event was assessed as not related to any medtronic devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.